Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. (B)(4).

Event description:
A user facility reported a pt experienced decreased visual acuity following intraocular lens (iol) implant surgery. The user facility reported that the lens was scratched and the iol was explanted. Pt outcome is unknown. Additional info was requested.